Event description:
It was reported that the right ventricular (rv) lead had intermittent capture. Impedance has fallen and sensing decreased as well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01, implantable pulse generator, (B)(6) 2012. (B)(4).